Event description:
Reporter noted posterior capsule tear during phaco; anterior vitrectomy done and anterior chamber intra ocular lens implanted. Continued to use system and handpiece on following cases.